Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit shows low vac.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, g1 (contact office, contact person -mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse could not duplicate any low vacuum. Returned machine for clinical use.